Event description:
Initial calcium result 7.0mg/dl and glucose 41 mg/dl was repeated and recovered, calcium 9.1 mg/dl and glucose 91 mg/dl. Incorrect results were not used to provide patient treatment. Field service representative could not duplicate the imprecision problem reported by the account. Performance tests and quality control material recovered within stated ranges.